Manufacturer narrative:
(B)(6). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event.

Event description:
It was reported that on: (B)(6) 2010: the patient underwent a fusion surgery in which rhbmp-2/acs was implanted. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.